Manufacturer narrative:
(B)(4). Lot 15a022 was manufactured january 17, 2015 ¿ january 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. Total fill volume was 220ml of an unspecified drug; after 24 hours about 20 to 50ml was remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.